Event description:
The customer reported that the probe of the ortho provue analyzer was dripping. The instrument was taken out of operation. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer arrived at the customer site and determined that the pressure regulator need to be replaced and the pressure was too high. The fe had also found some matter in the syringe and a slight kink in the vacuum line near the pump housing. The fe installed a new pressure regulator and made adjustments as well as cleaned the syringe and repaired the kink in the vacuum line. The instrument was returned to expected operation. This customer has not logged any complaints against this analyzer since this incident. (B) (4).